Event description:
The sutures broke on this device while sliding the knot. A knot pusher was being used. It was stated that the suture was retrieved and another device was successfully used. It was reported by the sales rep. That the t's remain in the patient.